Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that while transferring the patient from battery power to the power module, the wire was able to be connected, but a power cable disconnect alarm continued. Bent pins were noted on the black controller cable. A controller exchange was performed without incident and the alarms resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller¿s pin being damaged, correlating to an atypical alarm, was confirmed. A log file was extracted from the returned system controller (serial number (B)(6)) containing data spanning approximately 1 day (20jul2022 ¿ 21jul2022 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline. A no external power alarm was observed on (B)(6) 2022 at 19:51. This alarm may have been caused by the controller¿s damaged pin, as the damaged pin may have prevented the black cable from properly connecting to power during this time. The alarm resolved when power was restored to the system. The returned system controller was observed to have a pin broken off in its black lemo connector. The pin was identified as one of the pins responsible for the cable¿s negative power line. The controller was functionally tested and operated a mock loop as intended despite the damaged pin. Atypical alarms were unable to be reproduced throughout all testing. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including the no external power alarms. To resolve the no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook (rev. D, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.